Manufacturer narrative:
Hologic technical support (ts) explained to the customer that the three samples mentioned are considered separate specimens. Customer did not send logs to ts for review or provide them with further information. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua(B)(4), aptima sars-cov-2 eua( B)(4), and aptima sars-cov-2/flu eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported questioning the results from their sars-cov-2 tma runs on panther instrument sn (B)(4) and wanted to know what an appropriate cutoff rlu value for positive samples and controls was. Customer informed technical support (ts) of a patient who had three samples collected 2-3 weeks apart: the first was positive (rlu 1100), then negative (rlu 300), and finally positive again (rlu 507). Customer did not know if the patient got treated, but there were no adverse events reported. The information provided by the customer was insufficient to characterize any sample as a confirmed false result.